Event description:
Follow up call for hospitalization of patient. The patient had not been compliant with performing intermittent catching. As such, the patient's bladder had become overfilled with urine and became attached to her pd catheter, causing the patient to have inability to fill and drain appropriately. The patient was treated in the hospital, treatment not specified, and discharged. The patient has continued with pd therapy following the event but per the porn, will transition to hd at the patient's request and not for any medical considerations. Further information unavailable per pdrn as she indicated there was no allegation against any fresenius products. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).